Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure via normal density tissue using the maxcore device. During the procedure, the needle was primed appropriately; however, the device misfired on the first pass. Upon withdrawal of the needle, one of the two mechanism components remained depressed, and no core sample was retrieved. The procedure was discontinued after a perinephric hematoma was identified on ultrasound following the issue, and a repeat procedure will be required. There was no reported patient injury.